Event description:
The following information was reported to the food and drug administration in the report, (B)(4): malfunctioning medtronic insulin pump led to hospitalization with diabetic ketoacidosis. I can only tell from the documentation that it was a medtronic pump and that the medtronic representative came to the patient while in the hospital to replace the insulin pump. Diagnosis or reason for use: type 1 diabetes. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.